Event description:
A recall has been completed for the product and cause of the failure was determined to be the next treatment cycle used on the bolt.

Event description:
Distributor reported that physician was notified of a broken clamp by his patient. Physician replaced broken clamp without any affect to patient health. Event occurred several days after initial installation.